Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 14nov2019.

Event description:
The customer reported a display issue. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed that the display was distorted. The fse also identified that the unit does not operate on backup battery. The fse replaced the video graphics array (vga) board to address the display malfunction and the problem was resolved. The fse reported that the customer will replace the backup battery at a later date.